Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was able to be duplicated on power up. The defective pwa board and inoperable front piezo were cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not power up and had a low alarm. No adverse effects were reported.